Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the explanted anchor plug, signs of use, anchor plug has snapped, bio-debris is noted. Device was not returned, no further analysis can be made. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided pictures. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee revision approximately eight (8) months post-implantation due to the anchor plug fracturing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk oss femoral; lot# unknown. Item# unk oss yoke; lot# unknown. Item# unk oss articular surface; lot# unknown. Item# unk oss compress taper adapter; lot# unknown. Item# unk oss diaphyseal segment; lot# unknown. Item# unk oss compress nut; lot# unknown. Item# unk oss femoral bushing; lot# unknown. Item# unk oss femoral axle; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.